Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt stated that after their ins was implanted, they had used it for maybe 2 months and hated the way it made them feel. Pt noted they hated how the stimulation made their whole body vibrate and made them feel weird. Pt stated they never turned it on too much after that and stopped using it ever since. Pt mentioned they need to have surgery on their foot and no one will do an MRI on them because of the machine being in them and they were told they could put it into MRI mode if they could get it in MRI mode. Pt also reported they had an infection and their healthcare provider wondered if was from the implant sitting in the pt¿s body for so long. Pt stated they can feel the implant move around in their back. Pt was redirected to their healthcare provider to further address the issue.